Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message upon powering on was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a malfunctioning processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2007 and is over 16 years old, well past the expected serviceable life of 5 years. Unrelated to the reported complaint, a crack across the screw well area of the front enclosure handle was noted upon visual inspection. The root cause of the observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. Unable to download archive data using ira port and wire connection from autopulse platform. However, the platform and diagnostic service pc communicated and confirmed a system error - 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the reported complaint. The processor board needs to be replaced to address the reported system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) was deployed for resuscitating a patient. During the deployment, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon powering on. The crew performed manual CPR for the rest of the call until rosc (return of spontaneous circulation) was obtained. No consequences or impacts on the patient.

Manufacturer narrative:
UDI related data quality updates only.